Event description:
It was reported the patient saw a power on reset (por) condition on their recharger five days prior to call. It was noted the patient had a communication problem. It was reported the patient saw the reposition antenna screen the day of the call. It was noted the stimulator could not be checked with the programmer as it needed batteries.

Event description:
Additional information received reported that the patient was awaiting the appointment. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a confirmed second overdischarge (od) condition was noted on the patient's implantable neurostimulator (ins). The cause of the od was reported as patient compliance with recharging the device as, according to them, it took them too much time for their busy lifestyle. A physician mode recharge (pmr) procedure will be performed as an action for the od issue. No further diagnostic testing or troubleshooting was performed in the event. There were no reported patient symptoms or complication as a result of the event and their status at the time of report was noted as "alive - no injury". There were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received reported that the patient just got out of surgery for replacement and was being programmed.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient.

Event description:
Additional information received reported that the manufacturer representative met with the patient (B)(6) 2014 to clear the por. The clinician programmer showed that the battery was discharged. He tried recharging it but after ten minutes the recharger stated that the battery was at end of service (eos). The patient was being referred for a replacement. No outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient would have the battery replaced (B)(6). No outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the battery was replaced and the patient was receiving good therapy. The explant would not be returned.